Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between the inner and outer coils inside the connector region due to over-torquing the inner coil consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Correction-section b5: it is unconfirmed if the low voltage lead was replaced.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the low voltage lead was dislodged. The lead was removed. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the low voltage lead was dislodged. The lead was removed and replaced. The patient was in stable condition.